Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third party service agent performed an initial evaluation of the customer's device and was able to verify the reported issue. The cause of the reported issue was attributed to a faulty system pcb. The device is not repairable and will be returned to the customer unrepaired.